Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2 country: united kingdom. Review of the most recent repair record determined the motor speeds were unstable, the swivel was loose, the hinge gasket and washer were missing, the machined head and pin were damaged, the ball bearings, nut bearing lock, ball plunger, and lever were worn, the control bar was out of position, and the device was out of calibration. The machined head, pin, bearings, nut bearing lock, ball plunger, lever, washer, hinge gasket, swivel, thickness control shaft, control bar, and motor were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found the root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported an unknown time, on an unknown date, the device was sent for preventive maintenance. There was no patient harm/injury or surgical delay as there was no patient involvement. After investigation an inconsistent speed was found. Due diligence is completed; no further information is available.